Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2017, product type: lead. (B)(4) applied to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient was on a 14-day trial that started yesterday. The patient was wearing a pull up last night and it got caught on their right side and the sensor for the trial came unplugged. The patient plugged it back in, it was at 5.9 v and the patient could not feel stimulation, and at 6.0 v, it said to call doctor. It was noted the patient saw it was on with the green box. The patient felt stimulation last night and during the procedure where their leg jumped when stim was turned to 0.8 v on the left side. During the procedure, the patient hardly felt it on the right side when it was turned all the way up. It was explained to the patient that not all patients feel stimulation and to continue tracking symptoms to verify if the device was working. The patient was directed to their healthcare provider (hcp) to visibly see the cord connection and verify that everything was reconnected correctly. A few days later, the patient further reported that they had a memory issue and contacted the manufacturer but did not remember if they spoke to anyone or if anyone contacted them back. It was noted the doctor¿s office needed to know if the lead was in the right place. The patient experienced a loss or change of therapy. The patient got it for urge frequency, and the first day it worked and then they were going every 1.5 hours. Sometimes they could go 3.5-4 hours. The patient was usually getting up every 45 minutes through the night but now they had been able to go 5 hours or sleep through the night. It was noted the therapy was on, the patient felt stimulation and when they lay on the couch, they could faintly feel it. The patient was on the left side at 5.9 volts currently and the doctor told them not to use the right side, just do the left side. It was reported symptom control was not 50% or better. It was noted the patient hit the roof in the or when tested at .8 volts. Additional information was received. It was reported the patient had difficulty with the leads. The doctor wanted the patient to go in tomorrow to have the leads removed because they were having difficulty and was not having any improvement with urinary. Additional information received from the manufacturer representative (rep) on april 05 2017 reported that the lead had migrated. The patient had been scheduled for advance evaluation on (B)(6) 2017. Rep stated the cause of ¿call doctor¿ message was unknown. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.